Event description:
Spinal needle broke when being removed with introducer as 1 unit after insertion failed - no csf. Needle missing approx 2.5 cm from distal end. X-ray showed needle piece lodged in subcutaneous tissue. Removed under local anesthesia without incident. Hospital admission was not extended and there have been no adverse effects.